Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the intermittent light was likely caused by problems with the xenon lamp due to failure of the thermoswitch, main substrate, lamp house, xenon lamp or electrical source, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
A biomedical engineer reported to olympus, the evis exera iii xenon light source lamp goes off by itself. The light gets bring and goes dim on its on intermittently. The event occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of lamp goes off/on and light gets bright/dim on its own were not confirmed. In addition, the lens base was broken. The front panel was damaged. The scope socket was bad (locking mechanism was not protecting the pins). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.